Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
A health care professional reported that the patient likely developed an infection from ommaya exposure and the pump was subsequently explanted.